Event description:
Reportedly, the patient (still an inpatient) started complaining of pain. An ultra sound was taken and a mass was found. The pt was returned to the operating room in 2001. The staple line was opened, a blood clot was found and removed and the wound was cleaned. Patient was resutured. Original date of procedure 5 days later. Patient returned to operating room post-op 5 days later. Patient status okay.